Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 512 mg/dl while wearing the pod longer than 48 hours. At the ER, the patient was treated with insulin and intravenous fluids. Skin irritation at the site (abdomen) was also reported but no treatment was specified. The patient was released after spending 4 hours in the ER.